Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the sensing on the right ventricular (rv) lead was low and x-ray confirmed that the rv lead was dislodged. During the revision procedure the helix of the dislodged lead could not be extended so the rv lead was explanted and replaced and the patient was stable.